Event description:
Pt undergoing an ercp in radiology suite. Olympus duodenovideo scope being utilized. When double lumen sphincterotome was passed through the scope a small, black appearing item came out of the scope ahead of the sphincterotome. Md was unsuccessful in trying to retrieve item.